Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n182450, implanted: (B)(6) 2009, product type accessory; product ID 8709sc, lot# n175922015, implanted: (B)(6) 2009, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported the pump had a confirmed motor stall and motor stall recovery recorded in the event logs. The motor stall was caused by the patient having an MRI or other medical procedure and the pump was functioning as intended. No further information was reported.